Event description:
It was reported that the patient had nsln undersensing on the discriminator channel, after further investigation, the episode was noted to be non-sustained vt episode. Programming changes was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.